Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusion: there are no other complaints about this lot. In general absolutely no accumulation of this complaint. The rm was tested was normal. We therefore suggest application errors as many competitor's products were used.